Manufacturer narrative:
Investigation is underway.

Event description:
As reported by a field clinical specialist via communication from the physician, a 29mm sapien 3 valve was placed in the pulmonic position with a 29mm commander delivery system, after valve implantation the leaflets did not work and there was free pulmonic insufficiency after valve implantation. A second 29mm sapien 3 valve was implanted to resolve the issue.

Manufacturer narrative:
The device remains implanted therefore could not be returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes below. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use and device training manuals were reviewed: IFU commander delivery system with s3 thv, pulmonic, device preparation training manual, pulmonic position, and procedural training manuals, pulmonic position. Precautions: to maintain proper valve leaflet coaptation, do not overinflate the deployment balloon. Valve delivery: caution: to prevent possible leaflet damage, the valve should not remain in the sheath for over 5 minutes. Using slow controlled inflation, deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. Post deployment thv assessment: assess the valve post deployment using fluoroscopy. Withdraw the delivery system from the valve before assessing. Perform post angiogram with wire still in position to assess o valve position and expansion. Patency of coronary arteries. Functional assessment of valve (central leak, pvl, etc.) Perform pressure assessment. Note: stiff wire tends to exacerbate central regurgitation no IFU/training deficiencies were identified. As the reported events were unable to be confirmed, a complaint history review is not required. A risk assessment was performed on the reported event and reveal the following the risk of thv exhibiting central regurgitation after deployment and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to position and deploy thv. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with central regurgitation through a deployed valve. Since no product non conformances or IFU training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non conformances or IFU deficiencies were identified, corrective action is not required. The reported events were unable to be confirmed as relevant images or the device was not provided for evaluation. Due to the unavailability of the device, engineering is unable to perform visual inspection, functional testing, and or dimensional testing to determine the presence of a manufacturing non conformance. However, a review of DHR, lot history and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100 percent visually inspected for defects and 100 percent tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, a 29mm sapien 3 valve was placed in the pulmonic position with a 29mm commander delivery system, after valve implantation the leaflets did not work and there was free pulmonic insufficiency after valve implantation. There are several patient and or procedural factors that alone or in combination can impact leaflet motion restriction, which leads to valve central regurgitation. These events are typically a result of overexpansion of the thv, malposition or migration of the thv (if the outflow of thv was positioned within residual stenosis). In this case, due to insufficient information, a definitive root cause is unable to be determined.